Event description:
It was further reported that after the original error message displayed and a reboot failed, all peripherals were disconnected from the programmer and a second error code appeared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would boot up to a system error and was not able to pull information. The mpu (main processor unit) pcb (printed circuit board) assembly was found out of electrical specification. Analysis also found the lem (link electronic module) pcb assembly was out of electrical specification. (B)(4)

Event description:
It was reported the screen was black, displayed an error and not rebooting properly. Restart was attempted multiple times. The programmer was returned for repair. No patient complications have been reported as a result of this event.